Event description:
The reporter states that the customer obtained a 60 mg/dl and 300 mg/dl blood glucose comparison on the accu-chek compact plus system. The reporter states the customer obtained an additional comparison with blood glucose results 60 mg/dl and 200 mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.